Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The nosecone showed 3 areas of buckling. The 1st area was 37cm from the nosecone. The 2nd area was 44.5cm and the 3rd was 51.5cm from the nosecone. The mid-shaft showed no damage. The stent was returned in the device and was partially deployed approximately 1.5cm from the markerband and fractured. The devices thumbwheel lock was not returned on the device. The pull handle was loose in the handle. The handle was opened and it was noticed that the proximal inner was kinked. It was also noticed that the retainer clip was pulled off of the pull rack. No further visual damage was noticed. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The applicable manufacturing records related to the complaint device were reviewed. It was confirmed that the devices in this batch met all applicable specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that a stent fracture occurred. A 6x 200 x 130 innova¿ stent was selected for a procedure in the superficial femoral artery (sfa) due to peripheral arterial occlusive disease (paod). During the procedure, the catheter was placed in the target lesion and the stent broke into two pieces during deployment. The physician removed the stent all together. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable and fine post procedure.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a stent fracture occurred. A 6x 200 x 130 innova stent was selected for a procedure in the superficial femoral artery (sfa) due to peripheral arterial occlusive disease (paod). During the procedure, the catheter was placed in the target lesion and the stent broke into two pieces during deployment. The physician removed the stent all together. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable and fine post procedure.